Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) or a backup insulin pump for insulin therapy until the replacement arrives.